Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited high current drain. The device was explanted and replaced. The patient's condition was good post procedure.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a leaky capacitor resulting in premature battery depletion.